Manufacturer narrative:
Additional information provided in h.6. And h.11. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The photo of the sample was visually inspected confirmed a crack on the infusion chamber of the cassette. Insufficient welding between the infusion chamber and the pinch plate most likely caused the crack which led to priming failure on the cassette. The root cause of the customer's complaint is due to an inadequate weld between the infusion chamber and pinch plate. The source of this defect is related to an error in the welding process during manufacturing. After an investigation of this complaint, it has determined that no further actions will be pursued at this time. No adverse trends have been observed associated with the reported product and event. Each final cassette assembly is 100% leak and flow tested to mitigate this type of event. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Correction provided in d.4. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that leak test of cassette was failed before the vitrectomy surgery. The surgery was completed by replacing the cassette. There was no involvement of patient.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. The used pak was visually inspected. The infusion chamber on the pinch plate cracked. The infusion chamber was broken off from the pinch plate to further inspect for any welding anomalies along the welding profile. Plastic material of the infusion chamber remained on the pinch plate. Weld line and stress marks around the pinch plate was the evident that the infusion chamber was properly welded on the pinch plate. The customer provides a photo which was reviewed; possible crack mark was observed on infusion chamber of combined cassette the investigation conducted a non-conformance review of the reported lot number. No deviations that could have contributed to this event were identified and all corresponding production release specifications defined in the device master record were met. Based on the evaluation of the information and materials received, the investigation concluded that the damage is most likely related to shipping/handling of the product. Another potential contributing factor could be related to customer handling of the product. No further investigative or manufacturing actions are warranted at this time as the exact root caused could not be conclusive be determined at this time. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all company products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).